Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received inside the cannula. The shaft tip was detected and bent, and the tip of the shaft appeared cracked. The jaws were somewhat burnt. There was some evidence of blood. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation and the functional test, the reported complaint for "intermittent continuity" could not be confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device wouldn't activate properly after initial shutdown, even after the 30 second wait. The reporter stated "he was ligating branches when it shut off. No excessive smoke. He waited 30 seconds and fired it again. He said that he got "one beep" and it shut off again. This happened repeatedly and he got a replacement". The replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The lot number given could not be confirmed.